Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant hcg result was due to the operator manually entering the wrong pt sample # with another pt on the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant hcg result was obtained on a pt sample. The sample was repeated and the correct hcg result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant hcg result.